Event description:
It was reported that during a nasal procedure using a reflex ultra 45 wand, the wand would not activate. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.